Event description:
The customer reported the ventilator was delivering low volume during use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported the o2 flow sensor was measuring below specification for a set volume during testing. A low gas volume during breath delivery may be detrimental to a patient. The service technician replaced the o2 flow sensor to address the finding. Applicable final testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Flow sensor